Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the delivery issue was patient condition related to tortuous vessels.

Event description:
The user facility reported a 54-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The md was experiencing a difficult insertion of the pump due to the patient's tortuous anatomy. Ultimately the md was unable to be advanced despite many tries and great effort.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.